Manufacturer narrative:
No anomalies were found during testing. The liquid crystal display is readable however, slight shadow in the middle of the liquid crystal display screen was noted due to slight bending of the liquid crystal display board. The insulin pump passed functional testing. The insulin pump was received with scratches on reservoir tube window.

Event description:
It is reported that a customer found a black shadow on the screen of their insulin pump. The patient's blood glucose level was at 220 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.